Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s current blood glucose was 400 mg/dl at the time of hospitalization. Customer was treated with injection. Customer was not feeling ok for troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed unk.